Manufacturer narrative:
The customer declined service estimate. Therefore, the autopulse platform will not be returned to zoll for investigation/service. A follow-up report will be submitted if the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn: (B)(4)) was used in an attempt to resuscitate a patient in cardiac arrest. When the autopulse was powered on, the platform failed to perform compressions and displayed "system error, out of service, revert to manual CPR" error message. The ems crew switch to manual CPR and finished the call. No consequences or impact to the patient.